Manufacturer narrative:
(B)(4). D10: medical product: femoral component catalog # 00596401551 lot # 63636287. All poly petella catalog # 00597206532 lot # 63409706. Stemmed nonaugmentable tibial component option cr/ps/lps size 4 for cemented use only catalog # 00598603702 lot # 63497821. Palacos r+g bone cement x 2 catalog # 66017569 lot # 86684632. G2: united kingdom. H3: customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a manipulation under anesthesia procedure five months post implantation due to range of motion. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: range of motion improved from 0-110 degrees pre manipulation under anesthesia to 0-135 degrees post manipulation under anesthesia. Complaint confirmed following review of medical records. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.